Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37712 , serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the patient got in a car accident, after which they had a cat scan. When the patient got home they felt a squeezing sensation in their lower back that was uncomfortable. The patient stated that it began to feel like the implants would turn on and were 'fully on high,' which felt like being jolted up to their neck where the leads are. This happened for a few weeks on and off, and they couldn't drive. The pulsating pain happened until sometime in (B)(6) 2017. The patient noted that they called and left a message to the manufacture about these issues around 2 months after the event date ((B)(6) 2017). No further complications were reported.